Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited atrial noise and triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. There were two signal artifact monitor (sam) events where the atrial ring to can impedance measurement was greater than 3,000 ohms, which may be indicative of a developing atrial fracture. Technical services (ts) discussed troubleshooting options, programming considerations for continued monitoring, and possible lead revision. This ra lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.